Manufacturer narrative:
The field service engineer found the gear pump pressure was low. He didn´t notice any issues with the washing station or the cuvette volume. He adjusted the sample and reagent probes. He performed a hardware performance check and had failing results but had acceptable results when repeated. The customer confirmed that the issue persisted. The customer has set up a system rule to repeat any sample that has a calcium result less than 2.1 mmol/l. The field application specialist noticed droplets of water on the nozzles at the washing station. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for three patients tested on a cobas 8000 c 701 module. Based on the provided data, the calcium comparison results for one patient were discrepant. The patient's initial calcium result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample on a different c 701 module. The patient's initial calcium result was 1.41 mmol/l. The patient's repeat calcium result was 2.24 mmol/l. The customer determined the repeat result was correct. The calcium reagent lot number was 626999 with an expiration date requested but not provided.

Manufacturer narrative:
According to the service history, a defective tube has not been replaced for 6 years. It was confirmed that the issue has been solved by implementing an interim solution to bridge the affected tube. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The investigation determined the event was consistent with a maintenance issue.